Event description:
Physician reported "implant rupture". Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, fold creases and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture". Device has been explanted. This relates to the right side.